Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed software error detected. The customer was assisted with troubleshooting. The customer's blood glucose level at the time of incident was unknown. Customer stated that the alarmed occurred during basal after a suspend. Customer stated that they were unable to clear the error in notifications. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.